Event description:
Device malfunction: cuff miss/guide breakage (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/surgical retrieval. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide device was used with the same results. When removing the second device, the device broke between the proximal and distal portion of the guide. The device was surgically removed, and the artery was sutured to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
Device #2 -proglide (part# 12673-03; lot #78024-6h), is being filed under a separate medwatch report.